Manufacturer narrative:
Continuation of d10: product ID wr9230, lot# serial# unknown, product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a manufacturer representative regarding an implantable neurostimulator. The indication for use was unknown. It was reported that the patient was having trouble charging the device for the past couple of weeks. The issue was still ongoing at the time of the report. No patient symptoms were reported. Rep reported that the patient had a pocket revision on 11/21 and the physician stated that the pts body habitus would cause excessive shifting when he would sit up versus being prone. Ins was moved more shallow and since the patient has stated that charging issues have resolved.